Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-feb-25 rtg0758020 (rep): information was received from a manufacturer representative regarding a patient who was receiving baclofen via an implantable pump. The company representative (rep) programmed the patient's pump incorrectly. The rep stated that the physician wanted the patient to have a dose of 100 micrograms per day, but the pump was programmed as 10 mg/ml. The technical service specialist reviewed that the concentration should have been 500 mcg/day. The issue was not resolved through troubleshooting and the rep was heading to patient to correct the dose and conc. It was reading 10 mg/ml 1mg. Additional information was provided from a company representative (rep) stated that the pump was corrected with correct dose and update per physician instructions. The issue was resolved.